Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, oversensing due to emi (electromagnetic interference)/noise, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced electromagnetic interference (emi) oversensing, resulting in high sensing integrity counter (sic) and a lead alert. It was further reported that the patient received an inappropriate high voltage shock due to emi. The ICD remains in use. No further patient complications have been reported as a result of this event.